Manufacturer narrative:
UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02338.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02338. It was reported the patient was undergoing a permanent procedure. When the physician attempted to place the second lead the patient complained of pain. The lead was removed and the physician again attempted to place the lead but the patient reported more pain. The leads were removed and the case was abandoned.